Manufacturer narrative:
The initial medical device report was submitted: 2938836-2015-03352. Correction: manufacturer report 2938836-2015-03352, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Please note: the initial event for this complaint was previously reported under legacy complaint record: (B)(4). This record is being created in order to comply with an FDA request to submit a supplemental MDR to include the words ¿lithium cluster¿ in the manufacturer¿s narrative. No additional rrds are required for us or (B)(4) teammates. No notifications are required and fields that auto-trigger notifications will not be populated intentionally. The details and decisions made that are recorded in the original complaint file remain intact and unchanged.